Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a watchman delivery system (wds) with the implant feet outside the sheath 1cm and blood in the device. Visual inspection of the device found numerous kinks in the sheath. The sheath was buckled from the white snapping feature up to 4cm distal of the white snapping feature. Microscopic inspection found the tip had damage consisting of flared tri-cuts, and abrasions on the inside of the sheath tip. The implant had anchor damage. Product analysis confirmed the reported event as the sheath was kinked and buckled.

Event description:
It was reported that a delivery system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Following two partial recaptures of the closure device, the wds kinked. The wds was removed from the patient, and a new wds was used to complete the procedure. No patient complications were noted.

Event description:
It was reported that a delivery system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Following two partial recaptures of the closure device, the wds kinked. The wds was removed from the patient, and a new wds was used to complete the procedure. No patient complications were noted.